Event description:
It was reported that several days post-op of a colon resection procedure, a leak in the anastomosis was noticed. No issue with the device was reported during the initial surgery. The surgeon mentioned that a competitor's purse string device was being trialed during the procedure. No other information is available at this time. The patient is scheduled for additional surgery this week to correct the problem. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: surgeon was unsure if the leak happened because of the patient, the new purse string device that he was using or the circular stapler. The complaint could not be confirmed because, no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.